Event description:
It was reported that the tip of the dilator was broken. No reported patient injury, found before use.

Manufacturer narrative:
Evaluation: the customer reported that the tip of the dilator was broken, was confirmed and a manufacturing defect was confirmed. The tip of the dilator was found to be cracked. The defect was confirmed, and a manufacturing defect was confirmed. The root cause can be linked to supplier's processes. This complaint file was reviewed as part of a complaint file review of previously reported dilator complaints after the initiation of a product recall for the fem dilators. This review looked back to 2009 in which supplemental MDR's will be submitted due to the confirmed manufacturing defect along with a reported patient injury which resulted in an additional surgical procedure. This specific complaint report did not include a patient injury. The root cause was initially indeterminable; yet was reevaluated and confirmed on (B)(6) 2014. As a result, a supplier corrective action and product recall have been initiated for the femoral cannula dilator. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered. .